Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-05464. It was reported the patient's system was explanted for an unknown reason.